Event description:
It was reported that a hemostatic valve leak and air within the device occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a watchman access system (was). A leak was observed in the hemostatic valve of the was and air bubbles were present within the device during the procedure. Due to the presence of air within the was, the procedure took an extended period of time but was successfully completed. No patient complications were reported.